Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis noted that the stylus did not align with the cursor on the display. The stylus was calibrated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned with a request for analysis subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.